Event description:
The customer reported to olympus that when using a visera tracheal intubation videoscope, there was water leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (water leakage) was confirmed due to a cut on the connecting tube. In addition to the coating peeling (1mm2 or more) on the connecting tube, additional evaluation findings were as follows: the adhesive on the bending section cover had a chip and the connecting tube had a dent. Also, the following components had scratches: the control unit, the scope connector cover, the switch box, the grip, the angulation lever, the up/down plate, the universal cord, the video cable, the light guide connector, the video connector, and the video connector case. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of coating peeling on the connecting tube (1mm2 or more) could not be determined. A likely cause of the event could be stress of repeated use, external factors, or handling. The issue is addressed in the instruction manual: chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope: inspection of the endoscope inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Gently hold the midpoint of the bending section and a point 10 cm from the distal end. Push and pull gently to confirm that the border between the bending section and the distal end is not loose. Olympus will continue to monitor the field performance of this device.